Event description:
It was reported that during a retroaortic approach for premature ventricular contractions, ablation with a intellanav mifi open-irrigated showed a high temperature warning error at the onset of the ablation. It was noted that the ablation catheter was leaking fluid at the handle and the irrigation was not being delivered to the catheter tip. The tubing connector in the handle had cracked and then completely sheared off and was leaking fluid. The catheter was exchanged to solve the issue. The procedure was successfully completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
Device was returned to boston scientific for analysis. Per visual inspection the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a retroaortic approach for premature ventricular contractions ablation a intellanav mifi open-irrigated showed a high temperature warning error at the onset of the ablation. It was noted that the ablation catheter was leaking fluid at the handle and the irrigation was not being delivered to the catheter tip. The tubing connector in the handle had cracked and then completely sheared off and was leaking fluid. The catheter was exchanged to solve the issue. The procedure was successfully completed with no patient complications. The device has been returned.